Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the pump had been dropped prior to the alarm. Customer¿s blood glucose was not impacted. Reportedly, the pump resumed normal operation after a new cartridge was loaded, and customer continued to use the pump for insulin therapy.